Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that overfilling occurred during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following was reported by initial reporter, "over-filled citrate tubes. According to the clinician: "the cap actually covers the fill line, not that the line is below the edge of the cap. There is no visible blank space between the top of the blood and the bottom of the tube. When you tilt the tubes, there is hardly any void bubble that travels through the tube. Both patients will be redrawn. No test results released-specimen were deemed unacceptable prior to test initiation." Two occurrences were reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that overfilling occurred during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following was reported by initial reporter, "over-filled citrate tubes. According to the clinician: "the cap actually covers the fill line, not that the line is below the edge of the cap. There is no visible blank space between the top of the blood and the bottom of the tube. When you tilt the tubes, there is hardly any void bubble that travels through the tube. Both patients will be redrawn. No test results released-specimen were deemed unacceptable prior to test initiation." Two occurrences were reported.